Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed non-sustained right ventricular over-sensing and false ventricular tachycardia episodes. The episodes were attributed to over-sensed noise exhibited by the right ventricular lead. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.